Event description:
It was reported that the patient experienced phrenic nerve stimulation. Left ventricular lead measurements were not acceptable suggesting lead dislodgement. The lead was repositioned successfully. The patient's medical condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.